Manufacturer narrative:
Following sections were updated or corrected : a3, b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h10 review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends h3 other text : device was not returned.

Event description:
There is no additional event information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was tearing skin. The event timing was during surgery. There is no harm or delay reported. No adverse events were reported as a result of this malfunction. Due diligence is complete and no additional information is available.